Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2025 two absolute pro stents (6.0x100 and 6.0x80 mm) and one 5.0x12 mm supera stent were implanted in the left proximal superficial femoral artery (lsfa). One 6.0x100 mm, non-abbott stent was also implanted in the lsfa. In (B)(6) 2025 the patient was found to have thrombus (stenosis) within the lsfa. Balloon angioplasty and thrombolysis were performed. The physician assessed that there was likely stenosis in all four implanted stents. The patient's condition has improved and the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of thrombosis/ thrombus is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported thrombosis/ thrombus and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated the other stents listed in b5 are being filed under a separate medwatch report number.